Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2020 during which the ipg was relocated to a new site. Surgical intervention addressed the issue.